Event description:
Additional information was received from an hcp on (B)(6) 2017. An hcp reported that they did not manage the patient¿s pump and that the patient went through their emergency room (ER). It was noted that the motor was stalling and they were trying to cover with oral medications. It was stated that it kept ¿kind of kicking back on¿ so the doctor ordered to have that shut off ¿for a bit.¿ the pump was shut off and the patient left the ER and went to a different hospital that managed the pump. The serial number of the pump that stalled was provided and was conflicting with the patient¿s prior report of the pump serial number. Another hcp reported further information on (B)(6) 2017. It was indicated that the patient had other pumps (which is conflicting with the patient¿s prior report that she only had one) and was noted that this pump was the first one that the physician had implanted. It was indicated that the cause of the printout showing the pump off and pump stopped for 23 hours and 17 minutes was unknown.

Manufacturer narrative:
Analysis of the pump found that it was over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). During estructive analysis of the pump, corrosion and shaft-wear were found on the internal gears inside the motor, indicative of a stall due to shaft-bearing. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 1.7 mg/day and morphine 50 mg/ml at 17 mg/day. On (B)(6) 2017, the patient was admitted to the emergency room (ER) with acute withdrawal (gradual onset), and the pump was alarming for approximately 1 week. It was reported that the withdrawals/pump stall occurred ¿1.5 weeks ago¿ (from (B)(6) 2017). The patient was admitted to the hospital and then transferred to another hospital to see the managing physician, but he was out of town. The hcp received a copy of the pump printouts, and logs showed: motor stall (B)(6) 2017 motor stall recovery (B)(6) 2017 motor stall (B)(6) 2017 tube set (B)(6) 2017 motor stall recovery (B)(6) 2017 motor stall (B)(6) 2017 tube set (B)(6) 2017. The patient had not recently had an MRI. The patient was being treated with oral morphine since (B)(6) 2017. The patient became lethargic on (B)(6) 2017(sudden onset). The hcp was questioning if the motor stall had recovered and was delivering at the old rate (17mg/day) on top of the oral medication. The md at the hospital wanted to turn the pump off. The hcp did not believe there was electromagnetic interference (emi) or magnetic interaction with the pump. They stopped giving the patient oral medication the morning of (B)(6) 2017 because the patient was very lethargic due to the oral medication in addition to the pump kicking on; the total [medication] was too much for the patient. Event logs showed the motor stall had recovered on (B)(6) 2017 at 13:51 and then stalled again on (B)(6) 2017. The hcp clarified that this was when the patient was lethargic. The patient was given narcan. They were originally going to program the pump to minimum rate, but that was too high because the concentration of the drug was very high. That was why they chose to program the pump to off state. The patient¿s pain increased when they were not on oral medication because the motor was stalled in the pump. It was later clarified that the printout showed pump off and pump stopped for 23 hours 17 minutes, but the hcp had just programmed the pump to off. He didn't think the pump had been programmed previously to stopped mode. It was noted that the patient stated this was the only pump implant she has had, and it suddenly stopped working at 12 years.

Event description:
Additional information was received from a healthcare professional via a manufacturer¿s representative on (B)(4) 2017. It was reported that the representative was aware on (B)(6) 2017 that there was a pump alarm and multiple motor stalls and recoveries. The logs were read as troubleshooting performed. No environmental/external/patient factors that may have led or contributed to the issue were reported. The pump was explanted and replaced on (B)(6) 2017 as surgical intervention taken to resolve the issue. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). It was noted that the pump would be returned and that the telemetry strip from the clinic would be submitted with the returned pump. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.